Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic sigmoidectomy procedure, when checking the closing and opening of the jaws, it was found that the jaws could be closed but could not be opened. A new reload package was opened, connected it to the handle and the device was used with no problem.there was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. There were staples protruding from proximal staple cartridge channel. The anvil clamping mechanism was deformed. Functionally, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of knife damage, obstruction, thick tissue, and pre-fire that has no relationship to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each prod uct shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.